Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was initially reported that during a subtotal colectomy procedure, the device was put in place and fired by the r5 resident. After the firing, the surgeon noted that there were malformed staples on half of the internal ring. There was not enough tissue remaining so they performed a colostomy. The hospital put two devices in one bag and only one of them is from this case. They were not sure which one was which. Additional information received on 07/09/2009: (B) (6) resident=resident doctor in their 5th year of residency program. Patient had not recently undergone radiation therapy. The surgeon is an experienced user of this device, the resident is not.